Event description:
It was reported that the patient appeared to have been experiencing driveline power fault alarms starting on 23sep2025 in 2000. It was noted that the system controller power cables appeared to be expanded, squishy, and felt as if there was either "air or goop" in the line. Log files were submitted for review and captured a no external power alarm and multiple other associated alarm types on 17sep2025. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during the events. The log file confirmed the driveline power b fault alarms on 23sep2025. Submitted x ray images appeared to capture some minor wear and tear to the system controller leads and modular cable. The system controller and modular cable were exchanged with no issues. Additional log files were submitted for review and appeared to show that the driveline fault alarms had not returned and that the data that triggered the alarms had significantly improved. It was also reported that the clinician punctured the power cable from the exchanged system controller and green goo flowed out. It was said that the exchanged equipment was disposed of.

Manufacturer narrative:
D4: the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the submitted log files. The reported event of wear and tear to the modular cable was not confirmed as no product was returned. The submitted log files associated with system controller (serial number: (B)(6) captured driveline power fault alarms due to intermittent power b broken faults on (B)(6) 2025 at 19:17:41. The alarms were active for the remainder of the log file (B)(6) 2025 10:30:02). The pump operated as intended during this event. Additionally submitted log files from controller (serial number: (B)(6) were reviewed and did not capture any further driveline power fault alarms. The submitted photo captured the modular cable inline and controller connectors, which were physically unremarkable. The submitted x-ray captured the modular cable, and there were no areas of concern. The provided information indicated the modular cable and controller were exchanged and the driveline power fault alarms resolved. The lot number of the modular cable is unknown, and the modular cable and controller were disposed of. Root causes for the driveline power fault alarms and wear and tear on the modular cable were not conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline power fault alarms. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6 of the IFU, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the lot number of the heartmate modular cable not being reported no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the driveline power fault alarms resolved with a system controller and modular cable exchange. It was also noted that the patient was asymptomatic during the alarms.